Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. Data was extracted on the returned sensor. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. A watermark was observed at the base of the sensor tail indicating that the sensor tail was properly inserted. The sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Attempted to communicate the sensor with evm (evaluation module) software after de-casing but was unable to do so due to an error. Performed a visual inspection on the returned sensor puck and did not observe any evidence of misuse. No contamination, damage, or solder issues were observed on the returned pcba. The returned battery was measured, and results were within specification. Attempted to re-program returned sensor and an error message was observed which prevents re-programming of the sensor. Unable to monitor the sensor's power consumption due to the error message. Unable to perform the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.